Event description:
The patient returned the reported meter to lifescan for evaluation. Product analysis was performed on the returned meter on (B)(6) 2012, and revealed the touch pad was defective, and did not respond. Evaluation also revealed a white residue on the meter, which may have been caused by cleaning products. There was no patient injury associated with this issue.

Manufacturer narrative:
On (B)(4) 2012: the patient returned the reported meter to lifescan for evaluation. Product analysis was performed on the returned meter on (B)(6) 2012, and revealed the touch pad was defective, and did not respond. Evaluation also revealed a white residue on the meter, which may have been caused by cleaning products.